Event description:
It was reported that the device was used during a total abdominal hysterectomy. It was reported by the rep that during the total abdominal hysterectomy, the surgeon attempted to fire a tvc55 to ligate and cut ligaments that support the uterus. The instrument was locked on tissue but firing knob would not advance. Opened (2) add'l instruments. The third one operated successfully and case was completed. There was no consequence to the pt.l